Event description:
It was reported that during the intracept procedure, the physician attempted to advance the j-stylet. The physician was advised to re-dock and re-advance the j-stylet due to positioning. Upon removal of the j-stylet, the distal tip of the curved cannula was sheared and broken off. It was unknown if any broken device fragments were left inside the patient as it was not detectable on fluoroscopy. No devices are available to be returned for device analysis.